Manufacturer narrative:
Investigation of the incident included the analysis of the system database and system optical coherence tomography (oct) recording. No operating room surgical video was available for analysis. From the analysis of the system database there were no anomalies and all settings and parameters of the system were found to be within acceptable limits. Analysis of the system oct recordings showed that the posterior lens capsule was correctly identified by the system and that a 700um safety margin was employed. From this info it can be concluded that the system laser did not penetrate or otherwise compromise the integrity of the posterior lens capsule. Service personnel also evaluated the system on site and confirmed that the system was performing within specifications with no anomalies noted. It is unk whether or not the reported posterior lens capsule rupture was initially proceeded by an anterior capsule tear that may have extended to the posterior of the lens capsule. It is also unk if the surgeon used standard continuous curvilinear capsulorrhexis (ccc) surgical technique to remove the lens capsulotomy disc. The catalyst system operator manual contains a warning which states:"standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."

Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalyst system (system) subsequently experienced a posterior lens capsule rupture during the surgical procedure to remove the cataract. The surgeon further noted that the posterior capsule was torn during implantation of the intra ocular lens (iol). O additional complication(s) and/or medical intervention were reported.